Event description:
It was reported while using bd microlance¿ stainless steel needles had foreign matter. The following information was provided by the initial reporter: "a nurse from the hospital opened the syringe and found that there were many black foreign matter on the barrels of 10 5ml syringes, which required coc.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23-may-2022 . H6: investigation summary a device history record review was completed for provided material number 300600 and lot number 211131. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. This is the first report received for this type of defect on material number 300600 and lot number 211131. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, drops of epoxy were observed on the cannula. Epoxy is the glue used to join the cannula to the hub component. This type of issue can occur during the assembly process due to a stoppage or malfunction in the epoxy dosage machine. A higher dosage of epoxy was added and fell onto the affected cannula.

Event description:
It was reported while using bd microlance¿ stainless steel needles had foreign matter. The following information was provided by the initial reporter: "a nurse from the hospital opened the syringe and found that there were many black foreign matter on the barrels of 10 5ml syringes, which required coc.¿